Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. During the procedure the needle tip broke and was not found. An abdominal xray was done and the piece was still not found. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device was returned for evaluation. During the visual inspection it was noted that its shape was different from the original and there were many clamping marks out of the stria region, including the tip region. According the IFU, it is recommended to grasp the needle in an area one-third to one-half of the distance from the swage end to the tip. In a deeper analysis in the tip region of the sample, it was possible to evidence the absence of the tip and some deformations that are characteristic of rupture caused by incorrect clamping in this region.